Event description:
It was reported that during the implant procedure for the left ventricular (lv) lead, the tip of the adjustable slitter broke off while the physician was slitting the sheath. The broken piece was accounted for. After the slitter broke the coronary sinus could not be re-cannulated and the patient underwent a thoracotomy for an epicardial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the slitter was returned and analyzed. Visual summary analysis indicated damage at implant. (B)(4).